Manufacturer narrative:
Corrected data: b5-the reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -06.00 diopter, into the patients left eye (os), on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a same model/length but different diopter lens due to patient refractive change over time. The exchange resolved the problem. Health effect code in inital MDR 4582 corrected to 2137. Medical device problem code in initial MDR 1401 corrected to 2993. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation : lens returned in a micro-centrifuge vial with moisture and residue/debris on product. Visual inspection found optic torn and haptic torn with residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -06.00 diopter, into the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise. The lens was exchanged for a same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.